Event description:
It was reported that this implantable lead exhibited increased impedance measurements due to experiencing dislodgement. The lead remains in service. No further adverse patient effects were reported.